Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 3 MDR's filed for the same patient (reference 3002806535-2016-00200 / 00201 & 1825034-2016-01285).

Event description:
It was reported a patient underwent a total hip arthroplasty and partial femoral replacement procedure on (B)(6) 2015. Subsequently, the patient experienced multiple dislocations and was revised on (B)(6) 2015. The patient was further revised on (B)(6) 2016 due to dislocation. It was reported the patient had poor bone and ligament quality. The patient also had no adductor muscles which likely contributed to the dislocations. During the (B)(6) 2016 revision procedure, the cement removal console would not function and showed error messages. This resulted in approximately a 40 minute delay in the procedure, as flexible osteotomes, a mallet, curettes and nippers had to be utilized to complete the procedure. The sales representative reported that the console was mishandled.